Event description:
It was reported to philips that the system's arms were unable to perform rotations. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated the reported complaint and gathered additional information indicating that the system was in clinical use at the time of the event. Although the procedure was completed, it experienced a delay. A philips remote service engineer (rse) conducted a remote inspection and identified that the system arms were unable to perform rotational movements. Upon further troubleshooting, it was determined that the issue occurred during the 3d reconstruction process and was caused by a malfunction in the third-party table brake. To resolve the issue, the rse advised the customer to reapply the column brake. Following this action, the system resumed normal operation and was returned to clinical use in good working condition. The codes were updated based on the investigation outcome.